Manufacturer narrative:
Follow-up 1: investigation outcome it was reported that the device generated tf5509 and tf9907. No patient involvement was indicated. The manufacturer did not receive the device log files for analysis. Tf5509 indicates that the error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. A servo module (inspiratory valve) was sent to the customer to address the reported issue. To date, even upon request, the manufacturer has not received additional information or confirmation regarding whether the issue was resolved. Therefore, the exact root cause could not be confirmed. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5509 and 9907. No patient involvement.